Manufacturer narrative:
The event date has been estimated. Information was extracted from event with manufacturer report number 2916596-2020-04533. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that he patient's driveline needed reinforcement with rescue tape at the distal end near the bend relief. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the report of cosmetic external driveline damage could not be conclusively determined through this investigation as no images from the time of the reported event were provided by the account. The account communicated that a rescue tape repair was performed on an unspecified date near the external driveline bend relief. Additional information regarding the event was requested from the account; however, none has been provided at this time. The patient remains ongoing on (B)(6), and no further events were reported until (B)(4). The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline and discuss damage due to wear and fatigue of the driveline. The relevant sections of the device history records found no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2013. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.